Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tip was moving in opposite direction of the console's hand controls. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation. Fa was able to reproduce and confirm the reported complaint. The prograsp forceps instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.